Manufacturer narrative:
We have communicated with the importer, this equipment has not been returned to the importer, the equipment has not been returned for analysis. We checked the same batch of DHR (device history records) and there were no high strength or instantaneous strength increases recorded in the DHR during production or testing. The cause of the customer complaint could not be determined because the device was not returned for analysis.

Event description:
Severely burned patient unit needs to be checked out by vendor. Pre-existing medical conditions is paraplegia, mild edema. Device is 4 years old and used for 4 years. No other devices were being used at the time of event. No discomfort at time or after incident. Used in ifc 40 ma. Unit last serviced 5/18/2022 prior to incident. They are using 2" by 4" self adhesive electrodes on b anterior tibialis, 2 each le, 4" apart. New electrodes , only one use. Nothing was applied to the skin prior and device was turned off when pads were removed/adjusted. Skin was clear. Burns appeared the next day, (B)(6) 2023, and resolved on (B)(6) 2023. They do not have experience with this waveform. The patient did seek medical attention and they have the medical records. Electrodes are not shared between multiple patients and are stored in original package in therapy gym. They were using ifc, 4 electrodes, 2 per le. Patient has no known allergies. They are using 2" x 4" dura-stick plus electrodes. They have not tried new leads, unit is out of service after incident. Leads show no damage.